Event description:
Procedure type: lap. Appendectomy. Patient sex: unk. According to the reporter: the dlu clips were deformed. There was bleeding, but the surgeon was able to handle the situation. They used a new dlu and transection was performed above the poor staple line. The case was extended approximately 30 minutes.